Event description:
It was reported the physician implanted a 35mm gore® helex septal occluder to close an atrial septal defect on (B)(6) 2014. During the initial procedure, a 30mm gore® helex septal occluder was initially selected and deployed but was too small for the defect and was removed. The physician then selected the 35mm gore® helex septal occluder which was implanted despite a "voluminous shunt". The defect was not balloon sized. In (B)(6) 2019, the patient presented with a transient ischemic attack. On (B)(6) 2020, the patient had a positive bubble study, indicating a shunt and was referred for surgery. The physician later opted to close the shunt with a 35mm cribriform, which was implanted over the helex device on (B)(6) 2020. The patient underwent transthoracic echocardiography (B)(6) 2020 that showed no residual shunt by color flow doppler. The patient is doing well.

Manufacturer narrative:
Corrected information: the patient underwent closure of the residual defect on (B)(6) 2020. The initial report noted that this procedure took place on (B)(6) 2020.

Manufacturer narrative:
The gore® helex septal occluder instructions for use state that removal of an occluder should be considered if the selected occluder is too small and allows excessive shunting. The reported information suggests the physician implanted the device despite a "voluminous shunt".

Event description:
It was reported the physician implanted a 35mm gore® helex septal occluder to close an atrial septal defect on (B)(6) 2014. During the initial procedure, a 30mm gore® helex septal occluder was initially selected and deployed but was too small for the defect and was removed. The physician then selected the 35mm gore® helex septal occluder which was implanted despite a "voluminous shunt". The defect was not balloon sized. In (B)(6) 2019, the patient presented with a transient ischemic attack. On (B)(6) 2020, the patient had a positive bubble study, indicating a shunt and was referred for surgery. The physician later opted to close the shunt with a 35mm cribriform, which was implanted over the helex device on (B)(6) 2020. The patient was doing well following the procedure.